Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 1000 mcg/ml of fentanyl at 270.1 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the pump status and/or event log report indicated a motor stall had occurred and was active. The patient had not had a magnetic resonance imaging procedure (MRI) or exposure to a magnetic source. The pump alarm began two days earlier ((B)(6) 2018). Motor stall considerations were reviewed. Re-interrogating the pump did not result in a recovery. The hcp requested the pump off password and the password was provided. No symptoms were reported. The hcp later called back and stated they programmed the pump to off and the report showed the pump had been off for 37 hours and 23 minutes. It was reviewed that the pump was informing the hcp that although the pump had been turned off, the pump had not been delivering medication for that duration of time due to the motor stall. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported a motor stall occurred on (B)(6) 2018. The pump was stopped on (B)(6) 2018. No environmental/external/patient factors may have led or contributed to the issue. The pump was replaced on (B)(6) 2018 and will be returned. Patient status was alive - no injury. The issue was not resolved. Patient weight was asked and will not be made available. Medical history was asked but unknown. No further complications were reported.

Manufacturer narrative:
Evaluation of implantable pump (B)(4) revealed shaft wear on the upper shaft of gear number two. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.